Event description:
It was reported that the pump alarmed no disposable pump won't run. Pump says stopped but is alarming. Reviewed settings and closed clamp. Removed cassette and tried to tap cassette but had difficulty with instructions. Replaced cassette and started pump. Opened clamp. Pump is running. There was no patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.